Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that there was high impedance, non-sustained ventricular tachycardia (nsvt), noise and possible fracture on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.